Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. This is a final report.

Event description:
The user has been re-implanted on (B)(6) 2021. No further information has been received, despite requested.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been re-implanted on (B)(6) 2021.